Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, tower door was jammed and user unable to access any medicines due to this issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the door was jammed. A field service engineer worked with the customer to manually release all of the doors so the customer could close and recover. The customer then tested the door, and it was functioning properly. The system functioned as intended after the field service engineer assisted the customer to resolve the issues of the device.